Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was running intermittently. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: d10: the date returned to manufacturer was documented as june 26, 2019 on the initial report. This date has been updated to july 10, 2019. Device evaluation: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was running intermittently was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device was making an unusual noise, there was an unknown debris found inside the unit, the bearings were corroded, and the motor shaft was corroded. It was further determined that the device failed pretest for general condition. The assignable root cause of these conditions was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction initial reporter name and address: the incorrect account name and address (cha - hopital (B)(6) was inadvertently reported in the initial medwatch report. The correct account name and address (B)(6) has been inserted into initial reporter name and address of this supplemental medwatch report. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.